Manufacturer narrative:
Citation: ostojic, z, jurin, h, bulum, j. St-segment elevation myocardial infarction caused by embolized transcatheter aortic valve in ascending aorta. J am coll cardiol case rep. 2025 feb, 30 (3). Https://doi.org/10.1016/j.jaccas.2024.103125. Earliest date of publication used for date of event: february 01, 2025 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement with a medtronic 26 mm evolut pro+ valve. During the procedure, the valve was deployed after one recapture and embolized (dislodged) to the aorta immediately on release. As recounted by the authors, the cause of the dislodgment was not able to be established, and the deployment was complicated due to the tortuosity of the aorta and challenging assessment of implant depth due to a structure of unknown origin in the patient¿s noncoronary cusp. The dislodged valve triggered st-segment denivelation (the difference in level between two points) followed by bradycardia and asystole. Consequently, cardiopulmonary resuscitation (CPR) was initiated, during which asystole converted into sustained, pulseless ventricular tachycardia unresponsive to cardioversions and the patient was intubated. During CPR, dilation of the native valve was performed with a non-medtronic balloon. Then the dislodged valve was snared and pulled into the ascending aorta, followed by the implant of a second 26 mm evolut pro+ valve. Afterward, successful cardioversion and hemodynamic stabilization was achieved. Aortography revealed adequate position of the second valve with mild paravalvular leak and patent coronary arteries. However, an st-segment elevation developed on retrieval of the pigtail catheter in the descending aorta. The authors wrote that the hypothesized mechanism of the ischemia was blockage of diastolic blood flow from the aorta by the dislodged valve, causing inadequate perfusion of coronary arteries, which was confirmed with aortography and opening of the dislodged valve leaflets with a non-medtronic lunderquist wire. Subsequently, a non-medtronic aortic stent was implanted from the bottom of the dislodged valve into the aortic arch, enabling backflow. Final aortography confirmed adequate expansion of the aortic stent, proper backflow of blood, and patent aortic arch branches without signs of ischemia on electrocardiography. The patient completely recovered and did not have any cardiovascular events during fifteen months of follow-up.